Event description:
During index procedure one endeavor sprint drug-eluting stent was implanted in an unknown vessel. It is reported that approximately 26.5 months post index procedure the patient suffered a mi.

Manufacturer narrative:
(B)(4). Results: myocardial infarction.